Event description:
The surgeon reamed 0.5mm over the diameter of the lfn nail. This resulted in the large impactor being used and forceful hammering. The little extension tab in the insertion handle broke off when the nail was almost half way into the bone. This resulted in a loose condition for the remainder of the insertion process. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the pin has broken off. The fracture face is homogenous which indicates material conformity. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description it is possible that a mechanical overload by the forceful hammer blows, possibly in combination with a loose connection with the nail, caused this breakage. The slight hammer marks all over the instrument indicate that this was an often and intense used instrument. Therefore wear and tear could also have played a certain role. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.